Event description:
It was reported during system implant, the tip of a guidewire had broken off and could not be retrieved from the pocket. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).